Event description:
It was reported that an infection occurred. It was noted that the patient had bathed the implant site with lotion. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947m62 implantable tachycardia lead, implanted: (B)(6) 2013; 407645 implantable pacing lead, implanted: (B)(6) 2013; d334trm implantable cardioverter defibrillator, implanted: (B)(6) 2013.